Event description:
After suffering from pelvic well collapse and pop, I was implanted with boston scientific obtryx-2 mesh sling. I suffered from mesh implant erosion, hip injury, and severe muscle fatigue, which first began in my legs. After multiple rounds of physical therapy, a hip brace, a back brace, tons of tests, and more surgery, it is now believed that I have neuromuscular disease. I have a multitude of health problems, am no longer employed, and do well to walk around my home and complete the simplest of tasks. I knew when I came home from the implant surgery in 2016, something was wrong with my legs. The implant caused a raging fire storm inside my body, and my life and the life of my family will never, ever, be the same. I am a small fraction of the human being I once was. Following the implant, muscle fatigue, periodic paralysis of legs, arms, and face, difficulty chewing, walking, talking, writing, thinking, si joint damage, spinal instability, tremors, cns attacks, high blood pressure. FDA safety report ID# (B)(4).